Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 58.5 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the left circumflex artery (lcx). A non-bsc stent was implanted to treat the lesion but it was noted to be not fully attached to the lesion. A 3.0 mm x 12 mm quantum¿ maverick¿ was then advanced for post-dilatation. However, the mid-distal portion of the balloon delivery shaft fractured during advancing. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the left circumflex artery (lcx). A non-bsc stent was implanted to treat the lesion but it was noted to be not fully attached to the lesion. A 3.0 mm x 12 mm quantum¿ maverick¿ was then advanced for post-dilatation. However, the mid-distal portion of the balloon delivery shaft fractured during advancing. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.